Event description:
Asku

Event description:
It was reported by the (B)(6) hospital that the device reached elective replacement indicator, was discovered during "a routine holter monitor", and there was possible premature battery depletion. Follow up reported replacement is scheduled for early january. No symptoms or patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received reports that there was sensing difficulty and the device has been replaced and returned. Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information received reports that there was sensing difficulty and the device has been replaced and returned. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
It was reported by the children's hospital that the device reached elective replacement indicator and there was possible premature battery depletion. The status of the device is unknown. No patient complications have been reported as a result of this event. Additional information has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.